Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the delivery device found that the needle was intact. The delivery device was found to be in good physical condition and the external tubing did not have any kinks. The device was then functionally tested. The testing identified error code 225 appeared on the screen meaning the memory is locked. Due to this error, functional testing could not be conducted. Final visual examination of the internal components of the device was conducted by removing the backplate and top housing. The inspection identified everything appeared normal. Based on analysis results, the investigation is assigned a conclusion code of cause not established as there was no damage found that could have caused or contributed to the reported event.

Event description:
It was reported that 8 seconds into a water vapor thermal therapy procedure, the treatment was interrupted, and an error message appeared. After unplugging the device and plugging it back in another error message appeared saying the device was permanently disabled. Since they did not have another device available the procedure was aborted. The patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that 8 seconds into a water vapor thermal therapy procedure, the treatment was interrupted, and an error message appeared. After unplugging the device and plugging it back in another error message appeared saying the device was permanently disabled. Since they did not have another device available the procedure was aborted. The patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.